Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the unintended pump start issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. Upon arrival to the cath lab, while preparations were underway for impella insertion, it was noted that the controller was on the main placement screen with an ¿impella stopped¿ alarm active. The pump was then placed in the body and started in auto mode without initial issues. Shortly after implantation, the placement signal (ps) dropped out, followed by a controller failure alarm. When the ps waveform and numbers reappeared, the controller alarm resolved; however, the ps continued to intermittently disappear and return. It was later determined that the pump had been started while still in the box prior to clinical use. Given concern that the pump could be compromised, the recommendation was made to replace the device, and the physician agreed. A second impella cp was placed without issue, and the patient survived to explant. The reported events include placement signal issue, pump unintended start, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.